Event description:
It was reported that the customer had high blood glucose and customer thought he might have an intestinal issue that contributed to his high blood glucose. Customer's blood glucose was 135 mg/dl. Troubleshooting was not completed for high blood glucose due to customer will have a meeting with the trainer. Customer mentioned that the cannula was bent. Customer also mentioned that the insulin pump alarmed no delivery. Customer declined to do troubleshooting due to he just changed the infusion set. Customer will call back if the issue persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.